Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad trace. No button error alarm noted. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, and cracked pump belt clip slot.

Event description:
It was reported that the customer received a button error alarm from her insulin pump when she attempted to deliver a bolus. The customer's blood glucose level was 136 mg/dl. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)